Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was could not performed and failed. The receiver log was not downloaded and could not be reviewed. Functional testing was performed and failed relevant testing. A receiver download was performed and no data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.